Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic wedge resection, the device did not fire, the surgeon was able to press the green button but was unable to squeeze the handle. The second reload had a loading problem. When they put the cartridge on the handle, the neck area articulated. The device was replaced with a new one to complete the case. There was no patient injury.